Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their left lead not working and not feeling stimulation was not from their bone density scan. They noted that their left lead was not working prior to the scan, however, they just happened to notice after the scan was done. The patient confirmed with the technician that the bone scan would not effect it. The patient stated that they saw a manufacturing representative on (B)(6)2017, and now they are just waiting to consult with their pain clinic on (B)(4)2017. The patient noted that their issues have not been resolved yet, as they are still waiting for their appointment with their doctor. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2018 (B)(6) product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. The patient stopped feeling stimulation and had a return of their migraines and reported no falls or accidents occurred. When the representative interrogated the device, the only electrodes that didn't have high impedances were 5, 8, 9, and 10. The system was explanted and both leads were broken near the first proximal electrode near the anchors. The doctor replaced the battery and implanted two new leads. The issue was resolved. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient was concerned because they had ¿two leads that ran up occipitally and they did not think their left lead was working¿. The patient was not feeling stimulation on their left side. It was reported that prior to the call the patient had decreased both leads to 0v and then increased them to 1.50v to see if they could feel stimulation on either side and they only felt stimulation on the right side. It was reported that the patient was concerned because they had a dexa bone density scan ¿about three to four weeks ago¿ and they did not turn their device off. Patient services reviewed information for bone density scans and reviewed that it would be unlikely that it would affect their implant device. It was reviewed that the recommendation to turn their therapy off for this scan was to avoid the potential image distortion rather than the device being affected. The patient was redirected to follow-up with their healthcare provider to request a manufacturing representative check their device. The patient state that they were would be at a medical center all day tomorrow for appointments and would request to meet with a rep then. It was reported that the event occurred about two weeks ago in (B)(6) 2017. It was also indicated that the patient did not have a healthcare professional managing (hcp) managing their device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-mar-15 reporting that the issues of high impedances and stimulation issues were assumed to be due to the wire break. The cause of the wire break was undetermined. The hcp thought it may have been the way they were placed and anchored along with the location of the entry site. It was a very positional area with a lot of range of motion. The hcp declined turning the leads back in for analysis. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. If information is provided in the future, a supplemental report will be issued.